Event description:
Reporting status: serious injury/required intervention. Reporting rationale: restenosis requiring intervention. Device issue: no device malfunction has been reported. It was reported via trial that the patient underwent stenting of the pre-dilated mid rca with a xience v stent. In 2009, the patient experienced chest pain and palpitations with exertion. The patient was experiencing atrial fibrillation at the time of presentation to the emergency room, but after admission, ECG showed sinus rhythm. The troponin level was elevated and the functional ischemia study was positive. The patient was diagnosed with a non q-wave mi. Diagnostic angiogram revealed >=70% and <100% stenosis of the mid rca and revascularization with an unknown metallic stent was performed as treatment. There is no additional event or patient information available.

Manufacturer narrative:
Results and conclusion summation: angina, arrhythmia, ischemia, myocardial infarction, and stenosis, as listed in the instructions for are known adverse events associated with coronary stenting and are not necessarily an indication of a product quality deficiency. Additionally, angina, arrhythmia, enzyme elevation, ischemia, myocardial infarction, stenosis, and hospitalization are listed in the risk assessment matrix as no-fault post-procedural complications. As there was no reported product malfunction at the time of the procedure, there does not appear to be any indications of a stent delivery system quality problem.